Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh pulled away from fascia, adhesions, failed mesh, and recurrence. Post-operative patient treatment included explant of mesh, lysis of adhesions, component separation, transversus abdominis release, excision of excess skin/soft tissue, wide scar excised, and hernia repair with new mesh.